Event description:
It was reported that the patient underwent a spinal procedure for a lumbar disc herniation at a single level using a standard scope. It was reported that image on the screen was cloudy and hard to see. The surgeon attempted to set the image up again but there was not improvement. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Upon inspection it was confirmed that the image is blurred. No damage or deformation was found on the surface of a product.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the image of this scope is very blurry. Moisture could be detected inside the optical system. Traces of usage are seen around the scope. During the analysis at the manufacture this scope was disassembled. With leakage tests it could be detected that the scope was leaking at the proximal as well as on the distal end. Due to this leakage, moisture could get into the scope and influence the image. On this scope, especially on the soldering joints of the distal and proximal end, no damages could be detected by inspecting the joints under the microscope. Which circumstances leads to this issue, cannot be detected but it has to be assumed, that microcracks in the soldering joints leads to a leakage. If a too strong reprocessing method leads to this microcracks cannot be excluded. No further actions due to the fact that the exact root cause could not be detected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.